Event description:
Device 2 of 3. Reference MFR report#: 1627487-2011-05349. Reference MFR report#: 1627487-2011-05351. The patient received his scs system on (B)(6) 2011 including 3 percutaneous lead (2 were from the same lot), 3 lead anchors (from the same lot), and 1 lead extension. It was reported the patient was receiving rib stimulation. As a result, the percutaneous leads, lead anchors, and lead extension were explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Evaluation: results: the product was received complete. Continuity testing was preformed while twisting, bending, and stretching the lead and no anomalies were observed. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.